Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist remoted into the cabinet and found that the issue button was not available. Logged out and logged back in, after which the user was able to issue the item and the drawer opened successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to open the drawer though the item was approved by pharmacy, remoted into cabinet but issue button was not available, logged out and in, user was able to issue the item the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.